Event description:
According to the complainant, a corflo cubby low profile gastrostomy device was used in a replacement procedure. One week after the procedure, water from inside the balloon was replaced using a syringe. Significant resistance was felt when attempting to remove the water. Once the water was removed, it was difficult inserting the water. The device was replaced with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device was received with residue on the product indicating use. Functional and visual inspection was conducted. Upon testing, the balloon could be inflated with water, but it was very difficult to deflate. Residue could be seen floating inside the balloon. This substance blocks the end of the balloon fill lumen, it cannot be determined conclusively how the balloon fill valve became blocked.